Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Customer reported that the shunt touched to the iris after the surgery; the shunt has remained in the eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Such an event is a known transient complication. Previous complaints, as well as the current record, include reports that there was no harm caused by this problem to the patient , and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the patient's iris. There is no reported harm. The device remains implanted.